Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the wire dropped down to their vaginal area because they lost 25 pounds. The cause was due to weight loss due to husbands death. The patient stated they took the unit out and replaced it on other hip, march 28th. This issue was resolved. The patient clarified the "device not working" as the system control was too painful due to wires dropped down too far with weight loss. It was not working good.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the ins had never really worked since they got it. Patient stated it will work for a few days and then quit. Patient stated a month ago they saw manufacturer representative (rep) who made an adjustment, but it only helped their symptoms for a few days. Patient stated they were soaking everything and have no control during the day or night. Patient stated they go through multiple pads at night. Patient stated they have mostly seen a nurse practitioner at healthcare provider (hcp) office and a doctor, patient could not remember name of other doctor they had seen. Agent reviewed therapy adjustment options. Patient changed programs during the call and increased stimulation to a comfortable level. Patient will monitor symptoms. Patient directed to follow up with hcp if issue persists. Additional information was received from the patient on 2025-mar-13. The patient called and repeated continuation of therapy concerns. Patient said is doing well at night, as the stimulator wakes them up when needed, about 4 times however said during the day doesn't have any control. Patient said that patient tries to drink a lot of water and drinks some coffee. Patent said hasn't had a uti in about 5 months. Patient also mentioned that has lost 25 lbs, and the wire in their back is poking the patient all of the time. Redirected patient to schedule an appointment for medical assessment of lead site. Reviewed programming options as patient said hasn't changed programs since received the implant however they have increased the setting steadily. Patient said that their daughter assists with the adjustments. Reviewed therapy information and general programming guidance including how the higher setting will affect the longevity of the implanted battery. Patient will ask her daughter to assist. Agent recommended that daughter and patient keep track of adjustments and results. Emailed updated phone number to patient registration.

Manufacturer narrative:
Product ID: 978b128, lot# va2tvxv, implanted: (B)(6) 2024 & product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2025 & UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that the ins had never really worked since they got it. Patient stated it will work for a few days and then quit. Patient stated a month ago they saw manufacturer representative (rep) who made an adjustment, but it only helped their symptoms for a few days. Patient stated they were soaking everything and have no control during the day or night. Patient stated they go through multiple pads at night. Patient stated they have mostly seen a nurse practitioner at healthcare provider (hcp) office and a doctor, patient could not remember name of other doctor they had seen. Agent reviewed therapy adjustment options. Patient changed programs during the call and increased additional information was received from the patient. Patient called back and said since they've had this device put in, it really didn't seem to be working. They said their daughter was a nurse who helped them try different settings (they said they'd tried programs 1 and 2 thus far) and further clarified that by not seeming to be working, they meant they'd increase the stimulation up to where they felt it "pretty sharply" in their right crotch (bike-seat) but then that would dissipate and they wouldn't feel it any longer and it would work for awhile and then the therapy for stop helping again. The patient said it was ridiculous and that they were getting up at least 4-5 times at night and going through 3 pads as well as going through 3 pads during the day. The patient said they'd go as soon as they heard water and that they should probably own stock in pads for how many they used the patient stated they hadn't been able to focus recently on the implant as their spouse had gotten cancer and had since passed away and the patient had also had a heart attack and they were now trying to come back to the therapy and work with it again now that things had settled down. Patient said they'd called their managing healthcare provider's (hcp's) office and they'd advised them to call the manufacturer company. Patient services reviewed the role of patient services with the patient and reviewed therapy expectations, device description/function, programming, stimulation, and ins battery longevity considerations. The patient said they hadn't realized they should only increase up to a level that was comfortable and that they'd always gone up to where they'd hurt so from now on they would only increase to a comfortable level, and they were going to try to move on to program 3 and give that a try for a while and slowly work their way through the programs if needed. Patient said they would reach out to their hcp if they still weren't finding relief. Patient reported medical history: the patient also stated that the wires may have dropped because they lost a lot of weight and it was removed on march 28th and their current device is working good.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2tvxv, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2tvxv, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.